Event description:
It was reported that during the implant attempt the helix would not deploy after the third attempt, but the helix did deploy the first two attempts. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled and there was blood in/on the helix mechanism.